Manufacturer narrative:
The device was discarded by the hospital.

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the plastic tube that holds the c-ring in the cannula of a vasoview 7xbisector broke off on one side and fell into the pt's leg. The harvester was able to retrieve the piece. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The device was discarded.